Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb connection was insufficient and was not recognized. Contact reported issue had resolved and contact declined assistance from tandem technical support. There was no reported impact to customer's blood glucose.